Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On (b)(6) 2026, it was reported the patient went to the hospital. No specific CGM or blood glucose readings were reported. The patient would have experienced Diabetic Ketoacidosis. No additional information regarding the incident was provided. Despite multiple follow-up attempts, Dexcom technical support was unable to make contact with the patient to gather further details. There were no reported glucose values available to search within the Parkes Error Grid calculator. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.